Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after implant procedure the patient experienced paralysis due to a hematoma. The physician believed the hematoma was due to the patient starting blood thinners earlier than directed. The device was removed and the patient is recovering.